Event description:
Pt admitted for fibula/tibia segmental break of right leg. During surgical procedure to insert intramedullary rodding, drill bit broke leaving small segment in "fibia." No pt compromise.